Event description:
It was reported that the patient had twiddled the lv lead to the pocket and subsequently lv lead was dislodged from position. The lv lead also had failed to capture. The physician decided to explant the lv lead and a new lead was replaced. The patient was stable.